Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, tip detachment occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified left circumflex artery. During removal of the pt2 guide wire, the tip broke off. No attempt to retrieve the tip was made and the tip remains inside the patient. The procedure was completed with this device. No further patient complications occurred and the patient status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual analysis revealed approximately 2 cm of the distal end is missing. The rest of the wire presents no obvious anomalies. The outer diameter measurements were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, tip detachment occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified left circumflex artery. During removal of the pt2 guide wire, the tip broke off. No attempt to retrieve the tip was made and the tip remains inside the patient. The procedure was completed with this device. No further patient complications occurred and the patient status is listed as stable.